Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. In addition, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. Reportedly, there was obstruction between the pump and the transmitter. Transmitter was replaced to resolve the issue. No additional patient or event information was available.